Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Aspiration is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). The patient¿s previous j tube was placed on (B)(6) 2023. On (B)(6) 2023, during the j tube replacement, the patient experienced a bronchial aspiration and was hospitalized. It was reported that the patient removed the tube and was in a delicate state. A naso-jejunal tube was placed and a replacement of the j tube was cancelled. As of dec 2023, duodopa therapy was discontinued.